Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. A visual inspection found the device in good condition with no physical damage. A review of the event history log was not applicable. During the functional testing the device was powered on and water was leaking inside, the back panel was removed found that there was a crack in the return tube which had leaked water and damaged multiple internal components. The root cause of the problem was related to design. A corrective and preventative action has been opened to address the reported issue. To resolve the problem, the return tube and main the printer circuit board were replaced.

Event description:
It was reported the device gave an "overtemperature" alarm and showed an internal leak causing damage to the main board. The reporter stated issue was identified during testing with no patient involvement.